Event description:
Consumer reports comparing their plink meter with their other meter (competitor). Analysis run on clark error grid using competitive meter reading (185) as ref. Point vs. Bd readings (60) yielded data points in the e range of the grid, outside acceptable limits.